Event description:
A report was received from the customer with the following event description: 'during a code, device charged up, but would not discharge energy to patient. Replaced cable and electrodes. Biomed could not reproduce the failure.' There were no adverse effects to the patient reported during this event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.